Event description:
About 20 minutes into surgery, doros headframe observed to have loosened with some rotation of pt's head noted. Re-tightened device, and taped in place. No further problem with headframe. Device taken out of svc and MFR asked to have it back and they will replace. No pt injury noted.